Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the down keypad button was hypersensitive to user inputs during testing, it was observed that the down key contact was misaligned, and there was evidence of adhesive/contamination found under the down key contact.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok keypad button is reportedly sticking when pressed. There was no adverse event associated with this complaint.